Manufacturer narrative:
UDI number: (B)(4). A decision was made on 29 november 2016 to report all prophylactic explants that are reported to st. Jude medical (sjm). Therefore, 29 nov 2016 is used as the aware date for all prophylactic explants occurring prior to this date. (B)(4).

Event description:
The device was explanted and no issue was noted. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory.

Manufacturer narrative:
(B)(4).

Event description:
New information notes that the next day after the patient was released, patient stated he started having chest pains, he was taken to the emergency room by ambulance, in the emergency room they started him on nitroglycerin, after a while his pain subsided. It was later determine the patient had a heart attack. No further information was provided.